Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection at the cls implant site. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes0 the evoke scs system was discarded. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.